Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that patient's insulin pump was stolen/ lost while she was in the rehabilitation facility. Customer also stated that patient had three different hospitalizations since december. Husband did not state why she was hospitalized. No further information provided.

Manufacturer narrative:
It was reported that the customer's husband called stating his wife had called not too long ago to give authorization to her husband to order on wife's account. Customer' husband stated his wife has been in and out of the hospital three times and needs to order a new insulin pump. Customer's husband stated somewhere along the line the insulin pump was misplaced. Advised customer's husband reached out to smt and there is no notation that wife gave hippa consent and also explained not able to see it on helpline end. Customer's husband advised that his wife did call and inquired how long does it take for it to show. Explained that it is done while on the phone. Provided customer extension and advised to call and have it added. No further assistance needed. Nothing further reported.